Manufacturer narrative:
Product event summary: the full lead was returned in segments, analyzed, and the lead was found to have an insulation breach. Concomitant product: 4524-45 lead implanted: (B)(6) 2000.

Event description:
It was reported that the right ventricular (rv) lead was explanted. The lead was returned to the manufacturer with no information, analyzed and tested out of specification. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.